Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on an advia 1800 instrument. The discordant result was held for review and was not reported to the physician(s). The sample was rerun on an alternate instrument and resulted lower. The sample was repeated a second time and also resulted lower. It is unknown which instrument the second rerun result was obtained on. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the customer ran a precision study and quality controls, all of which were within range. During follow-up, the customer confirmed that no further discordant results had been observed on patient samples. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown. The instrument is performing within specifications. No further evaluation of the device is required.